Event description:
Litigation alleges that patient has experienced severe pain and difficulty walking, as well as elevated chromium and cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the patella. The product/lot code combination required to search the complaint database was not supplied for the insert. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.